Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The problem was: chemotaxol set-up: following the rinse following the administration of the pre-medication in route b, the nurse removed the secondary tubing from the pre-med to install the taxol line (secondary filter tubing) in channel b. When disconnecting, the nurse notices that the plug remains depressed and that there is a small leak (drop) of solute at the site where the clave is pressed. *impact: the nurse must repeat a complete primary assembly at the patient's bedside before starting the chemotherapy infusion. Sample is available to return for evaluation. 2 sample photos were provided, 1st sample photo showing the primary plum set with blue head and the tubing in a plastic bag. The 2nd sample photo showing (B)(4), exp 2026-09-01, lot 13702627, *+m335146872800*, list no. 14687-28, primary plum tm set, clave tubing and the drawing of the primary plum set. There was no patient harm reported. This is report one of two.

Manufacturer narrative:
Two pictures were returned. One showed a primary plum set inside a plastic bag where the secondary port blue clave can be seen with a silicon stick down. The other showed the back of the product packaging. Silicone stick-downs can lead to leakage. The complaint of the plug remaining depressed and subsequent leakage can be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information - d9 - device available for evaluation - no.